Manufacturer narrative:
After further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. After further clarification and information received, it was determined that the issue does not meet the criteria to be reportable, since it has not caused or contributed to death or serious injury, and it does not have necessitated a medical or surgical intervention.

Event description:
It was reported that, after a legion implant on the left side on (B)(6) 2019 referenced in (B)(4), a new adverse event was received, where the patient began to experience a painful click on (B)(6) 2020. This adverse event has not been treated and therefore continues.